Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6 f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6 f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one year and six months post chronic catheter placement procedure, the catheter was allegedly ruptured between insertion point and hub. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6 f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6 f products are identified in d2 and g4. H10: g3, h6 (method), h11: h6 (result, conclusion), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one year and six months post chronic catheter placement procedure, the catheter was allegedly ruptured between insertion point and hub. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6 f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6 f products are identified in d2 and g4. Manufacturing review:a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. The investigation is confirmed for the reported catheter fracture issue as a partial circumferential break was noted to the catheter proximal to the hub. However, a complete circumferential break was noted on the distal end of the catheter and striations were noted throughout as well. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and six months post chronic catheter placement procedure, the catheter was allegedly ruptured between insertion point and hub. There was no reported patient injury.